Event description:
The device read 538 mg/dl when the customer used it to the check their blood glucose. They increased their meds and retested several times over the next hour and the results remained high. They didn't feel well and thought there may have been a blockage in their insulin pump line. They passed out. They were taken to the hospital and their glucose was 16 mg/dl. They were treated for hypoglycemia. Controls were not used on the system. The device was replaced.